Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse that encounter the issue, replaced the batteries and performed full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. Pm was completed and the iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the battery failed the runtime test. The battery ran for 53 minutes when spec is 135 minutes minimum. Defective batteries were replaced on (B)(6) 2018 with getinge batteries. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse) on the cs300 intra-aortic balloon pump (iabp), the battery failed the runtime test. Previously, defective batteries were replaced on this iabp unit in oct-2018 with getinge batteries. There was no patient involvement, and no adverse event was reported.